Event description:
The customer reported that the system's collimator would close down all the way at boot up or when a new patient was entered into the system. This rendered the system unusable. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The high voltage cable was replaced. The system was then found to be operating as intended.